Event description:
Caller reported a malfunction on the pump, which was identified as malfunction code malf 0, with a fault ID of 0-0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.